Event description:
It was reported that this patient's implantable pulse generator (pacemaker) recorded a red alert due to a one-off right ventricular (rv) lead high out-of-range impedance measurement. Technical services (ts) reviewed the case and discussed it. An electromagnetic interference (emi) was discarded given the time the red alert was tripped. Ts recommended bring the patient into clinic for further evaluation of the rv lead. Further information indicate the patient will continue to be monitored. This pacemaker remains in service and no adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this patient's implantable pulse generator (pacemaker) recorded a red alert due to a one-off right ventricular (rv) lead high out-of-range impedance measurement. Technical services (ts) reviewed the case and discussed it. An electromagnetic interference (emi) was discarded given the time the red alert was tripped. Ts recommended bring the patient into clinic for further evaluation of the rv lead. Further information indicate the patient will continue to be monitored. This pacemaker remains in service and no adverse patient effects were reported.